Event description:
It was reported that high, out of range, high voltage pacing lead impedance and high, out of range, high capture threshold was observed on the rv lead. Patient was asymptomatic. Lead sensing and high voltage lead impedance values were in range. The lead was capped on (B)(6) 2017 and new lead was implanted. Patient was stable post procedure.